Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 463, 245, 309 mg/dl. The customer was treated with the insulin pump. The customer declined troubleshooting for high blood glucose. There were change sensor and calibration not accepted alarm. It was unknown whether the auto mode was active at the time of incident or not. The insulin pump will not be returned for analysis.